Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her daughter's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours on the arm. She said her daughter hadn't eaten anything recently and was "running around". Upon inspection of the pod, it was noted that the viewing window was "foggy" and the device was leaking insulin. When the pod was removed, it was reported that the cannula appeared bent. After the pod was removed, a small bump was observed on the patient's skin (at the pod site). Patient's mother stated that it almost looked "like a mosquito bite". To treat the patient's elevated bg levels, a new pod was applied and a correction bolus (of 1.65 insulin units) was administered. After administering the correction bolus, the patient's bg levels dropped down to 14 mmol/l (252 mg/dl).